Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include headache, nausea and fatigue. The diabetic nurse removed the patient's pod and when the pod was removed, the cannula was found bent. 3u of novo-rapid insulin was administered as a correction bolus and 8.5u as a meal bolus. The patient was released home after approximately two hours. The pod was discarded.